Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject coil detached accidently at the beginning of coil deployment. The subject device was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient.